Manufacturer narrative:
Review of the logfile for the day of treatment shows that the reported issue is not caused by the system, or the used patient interface. The logfile indicated the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The root cause is a user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a loss of suction occurred during lasik flap creation. No patient harm reported. Additional information has been requested.